Event description:
It was reported that during the implant procedure, microdislodgment of the right ventricle (rv) leadless pacemaker (lp) was observed post tether mode. Tug/deflection testing was completed at fixation and found successful. The rv lp was explanted and replaced to resolve the event. The patient was in stable condition.